Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Analysis noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, while advancing the lead through a 9 french safe sheath, the outer portion of the lead "telescoped", like an "accordion". The lead was not implanted. No patient complications have been reported as a result of this event.